Event description:
It was reported that the patient had a long fusion from t10 to ilium using viper s2ai a year ago. The patient is now being revised because both s2ai (sacral alar iliac) screws broke bilaterally at the s1 joint. The following mfg. Medwatch reports are being filed for the two screws that broken post-operatively:1526439-2014-121001526439-2014-12101

Manufacturer narrative:
One (1) expedium ti sai polyaxial screws [product code: 1797-04-890, lot no: tbcvw] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the screw broke at the shank approximately 40mm from the polyaxial ball. The second half of the screw shanks were not provided for this analysis. The sample was then sent for fracture analysis. The fracture analysis report indicates the screw¿s fractured surface exhibited smooth and grainy/rough regions as well as progression lines which are indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted and no discrepancies were found. A 12-month review of the complaint trend analysis was conducted on the specific product code from this complaint file as the screw shank diameter and length affects the stress profile during anatomical loading and therefore is not indicative of the family or vice versa. No emerging trends were found. The root cause of the polyaxial screw shank breaking cannot positively be determined. However, the fracture analysis report indicates that the screw¿s fractured surfaces exhibited smooth and grainy/rough regions as well as progression lines which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.